Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during an implant procedure, the lead was unable to be implanted due to patient anatomy. In turn, the procedure was abandoned and nothing was implanted.